Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported there was a leakage of the feeding tube at the connection of the tube to the purple screw tip. The tubing became disconnected from the purple screw tip resulting in the entire bag of the feed leaking on the floor.